Event description:
It was reported that, pt was revised due to infection.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. This is a legal per. No add'l info is available at this time. Should add'l info become available, the eval summary will be submitted in a supplemental report.